Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen with red dot on top. Insulin pump was submerge of water. Insulin pump also crack at back side of battery compartment. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged blank display, exposure to moisture, cosmetic damage located at the back from battery compartment that goes along the back of the device found on (B)(6) 2022.the device passed the displacement test, active current test, and self test. The device failed the sleep current test. Test p-cap locked properly into reservoir compartment during testing. No blank display was noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device alarmed a failed battery test on the event date of (B)(6) 2022 at 01:27:53.000 or 1:27 am. Dvice was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, and keypad overlay texture damage. Blank display was not confirmed. Cosmetic damage was confirmed at the back from battery compartment that goes along the back of the device. Exposure to moisture was confirmed found on electric board. High sleep current measurement was confirmed due to moisture damage on the j7 connector of electric board medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.